Event description:
Stem inserter nipple has broken off in the patient. Did not become aware of the event until post-op images were viewed by the doctor. Patient has not yet been revised to remove the piece.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the root cause. Manufacturing or material error was not identified. It is however, recognized that improvements are possible to alleviate this issue even if not used properly. (B) (4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Per communication with depuy engineering and the manufacturing supplier most all product delivered beginning in february 2010 will be of the new design. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.